Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021. Explant date: (B)(6) 2021.

Event description:
It was reported that the patients ipg site incision had opened which caused drainage. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.